Event description:
Customer reported rf (radio frequency) voltage reading was below limits on the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. While servicing the instrument, the fse identified a contained diluent leak. The operator was wearing a lab coat, gloves and face shield at the time of the incident. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed a leak from the restrictor tubing vl46b which damaged the rf preamp card. The restrictor tubing was replaced resolving the leak; the rf preamp was replaced, resolving the rf errors reported. (B)(4).